Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 1-19 and 21-25 (counting from distal towards proximal stent). Stent row 20 is damaged and a stent strut is lifted from the stent profile. Proximal end of the stent is damaged and bunched distally along the balloon. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon was indicating correct crimping and positioning of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-apr-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). Following pre-dilatation, a 2.75 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was re-advanced and passed the lesion. The procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.